Event description:
This lead was implanted on (B)(6)2007 and remains implanted at this time. This is noted on may 6, 2014 due to high shock impedance of >2000 ohms. During another follow up pacing impedance shows >2000 ohms. At that time the rv impedance was 912. The physician decided to attend and he programmed close follow up to see the trend of impedance. The physician was dr. (B)(6) italy. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).